Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed that the patient's device was no longer sending corvue impedance data. Turning corvue off and back on did not resolve the issue. The cause was believed to be due to the patient being in atrial fibrillation with rapid ventricular response. No other resolution was performed. No further information is available.